Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on 21 jun 2021 via (B)(6). Review of transmissions revealed that the pacemaker was in backup vvi mode. The patient was brought to the clinic on (B)(6) 2021 where the pacemaker was programmed to original settings. The patient was in stable condition.